Event description:
Complainant is suspicious about a product that he rec'd from this hair regrowth clinic because he thinks the labeling is inadequate. He did not receive any add'l info with the product such as drug interactions, side effects, etc. He said he's never heard of the dr listed on the label either. Complainant is also concerned about a device used at the clinic called the hair laser 4000 (transform technologies ab). He said the clinic guarantees that this device will result in hair regrowth but he's been going there and undergoing the treatment for 6 months and has seen no hair regrowth. (He said the clinic says that the FDA hasn't evaluated these statements.